Event description:
After 38 seconds the microtip stopped working. Physician felt like that since they were working on calcific area near the calcaneus that it could have overwhelmed the microtip. Exchanged the microtip for another and finished the case.

Manufacturer narrative:
Unit was received in the field for evaluation. Refer to evaluation # (B)(4) - handpiece passed visual inspection and prime, began cutting and then gave "check hp" error message. Upon internal inspection, found the back ground wire loose at crimp connection. The DHR for microtip lot 12713-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).